Manufacturer narrative:
. Patient information, . Patient identifier = (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported falsely elevated architect troponin results on one female patient. The results provided were: (B)(6) initial = 23ng/ml / respun and retested = 3ng/ml (female cutoff = 16ng/ml). There was no reported impact to patient management. The patient presented with chest pain / pe / lbbb.

Manufacturer narrative:
Change device code in section h6 from 1227 to 2457. A review of tickets determined normal complaint activity for lot 08153ui00, and no trends were identified for the product for the complaint issue. Review of the customer data provided shows that all controls were within specifications. The instrument log review performed did not identify any abnormalities associated with the elevated result. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 08153ui00 and panels, which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 08153ui00.